Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several items were found to be damaged/broken during inspection by csr staff. All items belong to the attune total knee system. Size 4rp artic surf has a loose spring on the bottom, left surface. Size 5 rp artic surf has a missing spring on the bottom, right surface. The back, left corner is broken off of the size 5 artic surf. Attune femoral impactor attachment has a crack on the bottom, right corner. These incidents did not affect a patient. Surgery time was not extended. This did not happen during surgery.